Event description:
It was reported by service report that the cot had bent caster horns. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Other: caster horns.